Event description:
Approx one day following a coronary drug eluting stenting treatment procedure the pt experienced an acute thrombosis and died. In 2005 the pt presented with symptoms indicating an acute myocardial infarction. The pt was post inferior lateral wall myocardial infarction in 2000 and was taking lopressor, lisinopril, lovastatin, and aspirin as an outpatient. Ekgs performed were described as "somewhat confusing" because there were repolarization changes anteriorly along with subtle st elevations inferiorly. The pt had experienced 48 hours of recurrent central chest discomfort which was then relieved with intravenous tenecteplase. The pt was diagnosed as having another acute myocardial infarction. The following day the pt was scheduled for cardiac angiography. The pictures showed an 80-90% stenosis in the non-tortuous left anterior descending (lad) artery along with a 60% narrowing in the mid lad. The circumflex was noted as being totally occluded at the origin of the first obtuse marginal (omi) artery. The right coronary artery had a 70% narrowing. Prominent hypokinesis was noted of both the anterior and inferior surfaces along with "modest mitral regurgitation." Treatment, in the form of cardiac stenting of the lad, was scheduled three days later to allow time for healing from this acute event. The plan included having the pt undergo subsequent coronary revascularization surgery at a later time when the pt's health status was more stable. The pt was given integrilin prior to the intervention and a bolus dose of heparin as the procedure was started. The right femoral was accessed with a 7 fr sheath as access for the stenting intervention while a 6 fr sheath was placed in the left femoral artery if an intra aortic balloon pump should be required. A 6fr 3.5 x p-lad guiding catheter was introduced into the left coronary ostium. Contrast medication was given. An unknown size forte wire was advanced to the target lesion located in the proximal lad. Without vessel pre-dilation, the taxus express2 2.75 x 15 mm quantum maverick balloon at 16 atms. Contrast injection was performed. The balloon was then "deflated and then repositioned into the proximal end of the stent, and again inflated to 16 atmospheres." Contrast injection was performed. The balloon was then "deflated and then repositioned into the proximal end of the stent, and again inflated to 16 atms. Contrast injection was again performed. The physician's dication reads" successful complex drug-eluting stent deployment in the proximal left anterior descending artery in a high risk pt with good angiographic results and no complications." The pt was maintained on integrilin for a period then placed on a regimen of plavix and aspirin along with beta blockers, lovastatin, and an ace inhibitors. The next day the pt had symptoms of an acute thrombosis including having central chest pain, st segment elevations across the anterior precordium, and feeling cold and clammy. The pt was brought emergently to the cardiac catheterization lab where angiography showed the stented area had thrombosed. It was also noted that the omi was "compromised." Using the left groin, there were multiple unsuccessful attempts to wire the thombosed stent. A maverick balloon was used to dilate the thrombus but was unable to cross the area. The pt was intubated, given ventilatory support, pressor medications, and cardiopulmonary resuscitation. The pt coded on the table and expired. The physician's dictation indiated the acutely thrombosed stent, placed approx 24 hours previously, had to the pt's pulse-less electrical activity, cardiogenic shock, and the pt's demise.